Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product. Model: 5076-45, lead; implanted: (B)(6) 2011 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was noted that there was ring-to-coil impedance fluctuation and that the rv ring was "likely failing." Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed intermittent loss of capture on the current electrograms (egm). It was noted that there is also noise present on the rv tip-to-rv ring egm, and the rv tip-to-rv ring impedance shows a steady rise to a high level causing an impedance alert to trigger. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.